Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed as the serial number of the iabp was not reported by the customer. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during the insertion of an intra-aortic balloon (iab) with a cs300 intra-aortic balloon pump (iabp) on an ami patient the customer noticed that a noise appeared on the blood pressure waveform and they were unable to pressure trigger continuously. The iab catheter was then removed and therapy was discontinued. No patient injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(4). It was reported that the customer was not alleging a malfunction of the cs300 and it did not need to be evaluated/repaired. The customer stated that the cs300 worked normally and they continued to use it clinically.

Event description:
It was reported that during the insertion of an intra-aortic balloon (iab) with a cs300 intra-aortic balloon pump (iabp) on an ami patient the customer noticed that a noise appeared on the blood pressure waveform and they were unable to pressure trigger continuously. The iab catheter was then removed and therapy was discontinued. No patient injury or adverse event was reported.